Manufacturer narrative:
(H3) the revision reported was likely due to the patient¿s reported conditions of chronic hydrarthrosis, moderate medial laxity, and slight hyperextension of the knee joint, as stated in the experience report. Additionally, the returned tibial insert appeared to exhibit signs of deformation and wear. This evaluation provides a visual review of the retrieved tibial insert, as provided. However, in absence of other supporting information (e.g., demographic data, radiographs from past follow-up visits, etc.), the sequence of events leading to the revision surgery cannot be established. The most probable root cause associated with the reported event of ¿instability¿ is associated with undesirable stability of the joint or implant construct. Furthermore, the most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant products - composant femoral logic a cimenter t.1 droit (cat# 02-010-01-0310 / serial# (B)(4).) - embase tibiale fit logic cimentee 1f/2t (cat# 02-012-45-1020 / serial# (B)(4).) - rotule 3 plots diam 35 8.5mm optetrak (cat# 200-02-35 / serial# (B)(4).) Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years post initial tka, the female patient had a full revision due to chronic hydratosis, moderate medial laxity and slight hyperextension. Synovitis was removed, a full lavage was performed, a tissue sampling was collected and total revision completed. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return. No other patient information/medical history reported.